Manufacturer narrative:
The patient remains on lvad support with the pump. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported during implantation of the pump, that the pump automatically turned off while de-airing. The pump speed was changed to 7000 rpm and the pump continued to stop automatically. The system controller was exchanged however there were no improvements. Echocardiogram showed no air in the left ventricle. When the pump speed was increased to 8000 rpm, the pump was able to start and a lot of air was present in the left ventricle. The pump outflow had to be disconnected in order to get rid of all the frothy blood due to air in the pump. Some air got down to the right coronary artery and caused transient st elevation. Central venous pressure (cvp) was okay indicating the right ventricle function is still acceptable. The hospital team continued to de-air the pump until no more air could be seen under an echocardiogram. The final speed was set at 8800 rpm with low speed limit at 8400 rpm; flow was around 3-4 with frequent "---" displayed. The patient woke up and was extubated 10 hours post operation.